Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was not able to confirm that the ventilator's touchscreen was unresponsive and inoperable. During evaluation, the fsr noticed that the vte (exhaled tidal volume) was below specifications due to faulty flow sensor. After replacing the flow sensor and performing the extended self-test (est) and operation verification procedure (ovp), the device was returned to the customer operating to service specifications.

Event description:
The customer reported that while their vela ventilator was in use with a patient, the customer responded to the audible alarm of the reported ventilator and noticed that the oxygen saturation of the patient was low. The customer tried making parameter changes on the vela ventilator but the 100% o2 membrane button nor the alarm silent button would respond. The customer states that they think the ventilator was not ventilating the patient at that time, but stated that they could not be sure. The patient was immediately manually ventilated, the patient¿s oxygen saturation improved, and then the patient was placed on the backup ventilator. The customer reported no further harm or injury to the patient.